Event description:
The device was used during a lar procedure. Reportedly, the instrument did not fire. The hospital has reported no pt injury occurred.

Manufacturer narrative:
1/21/1998-supplemental report #1 submitted to FDA.